Event description:
It was reported by the physician's office that the patient was scheduled for a full revision surgery as there was something found on the electrodes in an ultrasound performed by the patient's primary care physician. It was later reported by the neurosurgeon's office that only the lead was replaced and the replacement surgery occurred on (B)(6) 2016. The surgeon noted that a "tab needed to be removed"; however, there was no additional information given. Attempts for additional relevant information have been unsuccessful to date.